Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the button was dropped out. Per service reports, this complaint can be confirmed. It was found during evaluation that the device was leaky. Further, the keypad silicone was damaged. The motor and hand control set were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. User mishandling might be the most probable root cause for the damaged keypad silicone. However, with the available information, we cannot determine the root cause of the identified for the leak. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 05/24/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on an unknown date, it was observed that the button on the micro tornado hp w hand control device fell out. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.